Event description:
At the t2 tibial nail operation, after reaming, the surgeon inserted the nail along the wire but the nail stuck around the proximal bend of the nail with the wire and could not be inserted further. The surgeon replaced wire and tried to pass the nail but it also failed. The surgeon tried to pass the nail on the wire outside of the patient but the wire did not pass the nail. The nail was inserted without wire and the operation was complete.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.